Manufacturer narrative:
Siemens reviewed data sent by customer. Date: (B)(6), time: 07:19, thb result: >25.0, nbili result: 178 umol/l. (B)(6), 11:19, not ordered, 186 umol/l. Investigation result: customer is applying a correlation coefficient to the nbili results (slope of 0.865 and offset of 0.000). The nbili results on the samples in question were >205 umol/l (>12 mg/dl) before the correlation coefficients were applied. Once the correlation coefficients were applied, the nbili results were both < 205 umol/l (<12 mg/dl). The flagging of nbili as "question results" for cases where the thb is >25 g/dl and nbili is < 205 umol/l (<12 mg/dl) is performed without the correlation coefficients being applied to the results. This algorithm only applies to the measured thb and nbili results, not to any customer correlated values. The nbili results for both samples in question were >12.0 mg/dl (>205 umol/l) before the correlation coefficients were applied so the results were correctly not flagged as question values. Ufsn 32258 neonatal bilirubin reporting when thb is out of range high, under actions to be taken by the customer, states that if the analyzer indicates the thb result is out of range hi and an nbili result is reported, do not use the nbili result reported from the analyzer. Customer should not have reported nbili result to physician as per ufsn. The event had occurred due to an operator error.

Event description:
Customer stated that instrument reported nbil result 178 umol/l when thb result was over 25 g/dl. Customer indicated that this was mismatch to ufsn (z-1253-2015) which states that if the thb result > 25 g/dl and nbili results <=205 umol/l, nbili report should be reported as "----?". There was no report of injury due to this event.